Event description:
It was reported that the ventilator had a battery failure alarm. There was no patient involvement. The customer troubleshot with technical support and found that the battery charge led does not stay illuminated, ac operation is good, verified 24v supply is good in pneumatics and at battery connector but battery volts is 9.9v, battery date manufacturing date is 04/2019. The customer confirmed the battery failure error code in the ventilator diagnostic logs. Reportedly, the unit had been plugged into ac power for two days but battery is not charging. The customer was advised to replace the battery. Upon a follow up the customer reported that the battery was swapped with a customer owned battery and the issue was addressed.